Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, intermittent audio on the g6 mobile app occurred. Data was returned and evaluated. The reported intermittent audio on the g6 mobile app was not confirmed. A probable cause could not be determined. No additional event or patient information is available.